Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to a health care practitioner (hcp) and was diagnosed with a infection called (B)(6) on their leg. For treatment, the site was cleaned, the pod site was changed and the patient was prescribed a topical antibiotic cream. The site was full of pus and was red. The patient had ketones that were large. The patient was on the telehealth call for 1 hour. No further details.